Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited elevated threshold resulting in a 9 months estimated longevity. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.